Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr ik sheath was returned for evaluation. Visual inspection revealed that no anomalies were noted with the sheath. Functional testing was conducted via leak testing. The distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was closed, and the air pressure was increased to 4.3 psi. The setup was submerged underwater for approximately thirty seconds. No air bubbles were observed forming around the sheath hub. A dilator for investigational purposes was then inserted into the sheath. This assembly was submerged in water, and air bubbles were detected for thirty seconds. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that off-center insertion into the valve could have contributed to the alleged leakage. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the valve on the ik sheath leaked slowly after the wire was inserted. The slow bleed led to the formation of a clot within the sheath. A new sheath was required to complete the case. The patient was reported to be in stable condition. The procedure outcome was successful. Additional information was received on june 11, 2019. The procedure that was being performed was a left heart catheterization. A new rss603 was used to complete the case. Blood loss was less than 250cc.